Event description:
It was reported a novum iq large volume pump under-infused. The patient was receiving a fentanyl drip and the nurse noted that the solution should have had 5ml in the bag; however, 50ml remained. At this time, the nurse observed the patient was more alert and agitated. Due to this the patient required ¿prns¿ (as need medication). No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.